Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a device upgrade, this lead was found to have high impedances of over 3000 ohms. The physician decided to plug this lead into the atrial port of the new ICD and program the ICD to vvi.